Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sometimes had to press buttons twice as well as unexplained no delivery alerts not due to site issues becoming more frequent unspecified error codes was appeared. Customer¿s blood glucose level was unknown. Customer was also reported that the dark line goes through screen sometimes and makes it hard to read, rejected new battery and lost settings. Troubleshooting was declined. The device will not be returned for analysis.